Event description:
The customer called to report unexplained high blood glucose levels. The customer also reported that he was hospitalized with a high blood glucose reading of 300 mg/dl. The customer stated that he also had a leg amputation due to an infection. In addition, the customer reported a button error alarm. The customer stated that he didn't press any button for more than three minutes. Advised the customer that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump passed functional test including displacement test, rewind, basic occlusion, occlusion, prime and excessive no delivery alarm test. Unit functioned properly. Intermittent button press noted during testing due to corroded keypad trace. No button error alarm noted. Scratched window noted during visual inspection.